Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of the prostar device was placed in the common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 8fr, 14fr and 21fr sheath. Reportedly, after placement of the device, it was not possible to unlock the hub on the prostar xl device. A second prostar xl was used following the tavi procedure to successfully close the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The handle and needles were returned in backdown position. Presence of suture slacks at the guide area is an indication the handle was partially deployed. During the investigation, the handle was deployed and all the needles presented at the hub. The interlock ears were pressed and were able to rotate the hub 360 degrees. Based on the investigation findings, the device was deployed successfully and performed according to specifications. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.